Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump would jam when attempting to tighten the occlusion mechanism. The device was used to conclude the procedure. The user manually held the occlusion knob to prevent retightening. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.